Event description:
It was reported that during a device changeout the right ventricular (rv) lead appeared to have out of pocket oversensing, and it was unclear if the lead was capturing adequately. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ipg implanted: 2006 (B)(6). (B)(4).